Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the technical room had high humidity levels, which contributed to the pc failure. To resolve the issue, fse advised the hospital staff to improve the humidity conditions in the technical room. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.